Manufacturer narrative:
The used and wet returned sample was visually inspected; no obvious defects were observed. The infusion filters were noted to be wet and saturated, in returned condition. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. No system message code was generated during testing. The sample passed functionality. An aspiration flow rate test was conducted on the returned probe and the sample functioned within specifications. The sample passed the remaining functional and performance tests. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the pressure for infusion and aspiration was very low leading to unspecified difficulties during surgery. Patient outcome is unknown. Attempts have been made to obtain additional information with no response to date. This is one of two reports being filed by the same reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the pressure for infusion and aspiration was very low leading to unspecified difficulties during surgery. Patient outcome is unknown. Additional information has been requested but not received to date. This is one of two reports being filed by the same reporter.